Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 5yrs ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced artificial menopause ("menopause") and myopathy ("myopathy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, artificial menopause and myopathy outcome was unknown. The reporter considered artificial menopause, medical device removal and myopathy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu3,fu4, retention deletion processed. New event myopathy, new reporter were added. On 23-mar-2020: fu3,fu4,retention deletion processed: all the information including event source strange weight gain , I looked pregnant, allergic reaction to the coils, anxiety, source document, reporter was deleted and transferred to correct case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 5yrs ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced artificial menopause ("menopause") and myopathy ("myopathy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, artificial menopause and myopathy outcome was unknown. The reporter considered artificial menopause, medical device removal and myopathy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to the coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals and anxiety outcome was unknown. The reporter considered allergy to metals and anxiety to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.